Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Visual inspection identified a broken conductor wire on the distal clevis. No other cables or wires showed sign of damage at the distal area. Electrical continuity and other testing was not performed due to the received condition of the instrument. The root cause of this issue is indicative of a component failure. As part of investigation, the instrument was further inspected after disassembly of the housing at the proximal end. The conductor wire inside the heat shrink tubing was identified broken. No other damage was found on the proximal end. This secondary finding is attributed to a manufacturing issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review. A review of the instrument log for the maryland bipolar forceps lot# n12200224/ sequence 0109 associated with this event has been performed. Per logs, the instrument was last used for a procedure on the reported event date of (B)(6) 2021 using system (B)(4). The instrument had 1 remaining usable life with no subsequent use recorded. The maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This event is being reported reported based on the following conclusion: evaluation by failure analysis confirmed that the conductor wire was found broken on the proximal end inside the heat shrink tubing with no evidence of user mishandling or misuse reported. Damage to the conductor wire at this location could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted prostatectomy procedure, the maryland bipolar forceps instrument cable broke. The user completed the procedure using the backup instrument with no further issue reported. No allegation related to unintended energy discharge to the patient was reported. No fragment fell inside the patient. No known impact or patient consequence was reported.